Event description:
It was reported that the foley balloon deflated without intervention which caused catheter to release from patient and caused discomfort.

Manufacturer narrative:
The reported event was confirmed by CAPA association. The root cause of the failure might be the geometry of the core pins was causing lumen to lumen leaks per evaluations made during investigation process. The lot number was unknown; therefore, the device history record could not be reviewed. A labeling review was not required because the investigation was confirmed by the CAPA association. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley balloon deflated without intervention which caused catheter to release from patient and caused discomfort.